Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 19, 2025 and june 19, 2025 recorded the stable pacing impedance around 550 ohms and the varying pacing threshold between approximately 0.6 v and 1 v. The analysis of the provided iegm episode excerpt revealed right ventricular loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture was reported. The patient was feeling unwell and admitted to hospital. Should additional information be received this file will be updated.